Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (cts) and no issues were identified. Customer changed the pump supplies and resumed insulin therapy. Reportedly the customer is using humulin insulin. Tandem technical support (cts) informed customer that humulin is off label per the user guide. Customer¿s blood glucose level was 464 mg/dl.